Event description:
Boston scientific received information this left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms and loss of capture (loc) at max output which resulted to less than 2 seconds of asystole. The lead was suspected to have fractured although a fracture was not able to be visualized via fluoroscopy. The patient underwent a lead revision procedure. The lead was tested through the pacing system analyzer (psa) and again, oor impedances were displayed. The lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.